Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chest discomfort. An echocardiogram revealed that the right ventricular lead had perforated that patient¿s right ventricle. On (B)(6) 2018, the lead was explanted and replaced. The patient was symptom free after the new lead was implanted.